Manufacturer narrative:
Date of event is estimated. Implant date is unknown.

Event description:
Related manufacturer reference number 1627487-2021-13822. It was reported that the patient was experiencing ineffective therapy due to high impedance. As a result, surgical intervention occurred wherein the lead and ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
The reported impedance issue was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.